Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s sensor glucose reading from the reported event was 69 mg/dl while their blood glucose reading was 130 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It also reported that the sensor glucose value that triggered the suspend event was 69 mg/dl and threshold suspend limit in sensor setting was unknown. The sensor will not be returned for analysis.